Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2008; 419478 lead, implanted: (B)(6) 2008.

Event description:
It was reported an alert occurred due to the superior vena cava (svc) defibrillation impedance on the right ventricular (rv) lead was out of range high. Additional information obtained from the clinic reported the patient requested the therapies be turned off due to the patient having metastatic cancer. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.